Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector optical surface, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification test. Probable root cause: based on the device analysis, the product complaint "fiber was not recognized " could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure; two fibers failed due to fibers not recognized error. The procedure was completed using an alternative method; turp. Patient outcome: "good" reported. No injury to patient was reported. This event is for second failed fiber.